Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported patient experienced loss of stimulation. The patient was unable to increase the amplitude. System diagnostics determined high impedances. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced which resolved the issue.